Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The reported via phone call that the insulin pump had blank display. The customer¿s blood glucose value was unknown. The customer also stated that the insulin pump was dropped. The troubleshooting was done and blank display didn't return back. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test, active current measurement, sleep current measurement and the displacement test due to blank display.